Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall. During in-office follow-up, the left ventricular (lv) lead exhibited no capture. It was confirmed by x-ray that the lead pulled back into the atrium. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.